Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, a 23 mm sapien 3 transcatheter heart valve was implanted during a transfemoral tavr case. Post procedure the echocardiogram performed in the postoperative period made it clear that the sapien 3 valve was too low in relation to the annulus. The patient was stable and well, the echocardiogram did not show a leak, but the prosthesis was between 10 and 30% aortic and the rest ventricular. On pod 4, the decision was made to perform a valve in valve procedure with another 23 mm sapien 3 valve placed within the first. Per the physician, the first valve was launched too low because the operator forgot to pull the commander's 'sheath' from over the balloon. The valve in valve procedure went well and the patient was discharged.

Manufacturer narrative:
The device was not returned for evaluation. As there was no allegation of a device malfunction that could be related to an edwards manufacturing deficiency no DHR, lot history review, nor manufacturing mitigation review were required. Fluoro imagery was provided and the valve was observed initially positioned within the annulus with the flex tip against the valve outflow. The valve was deployed with the distal part of the balloon inflating due to flex tip constriction. The valve was noted to be fully deployed after shifting ventricular due to flex tip constriction. The first valve was deployed too ventricular and a second valve was implanted in the correct position in the aorta. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment by first unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Perform an angiogram to evaluate device performance and coronary patency, where applicable. Measure and record the transvalvular pressure gradients. Remove all devices when the act level is appropriate (e.g., reaches < 150 sec). Refer to the introducer sheath instructions for use for device removal. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defects were identified, no corrective or preventative actions are required. The malpositioned valve was confirmed based on imagery evaluation. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'post procedure, the echocardiogram performed in the postoperative period made it clear that the s3 valve was too low in relation to the ring. The patient was stable and well, the echocardiogram did not show leak, but the prosthesis was between 10 and 30% only aortic and the rest ventricular. As per medical opinion, the first tavi was launched too low because operator forgot to pull the commander's sheath over the balloon. Per procedure training manual, 'ensure the flex tip is pulled back to the middle of the triple marker and release stored tension prior to thv deployment'. Per the imagery provided, the flex tip was not retracted prior to deployment resulting in constriction of the balloon by the flex tip. This likely caused the balloon to inflate unevenly and the valve to shift ventricularly. Available information suggests that procedural factors (valve positioning technique, flex tip not retracted prior to inflation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.